Manufacturer narrative:
Post market vigilance (pmv) led an evaluation one device. The visual inspection of the sample noted one suture and one needle. The suture was received with the loop broken off. The loop was not returned. Unfortunately, as no sealed samples were returned, a laced-through loop test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: n/a - other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cesarean section, the sheath was closed and halfway when the suture strand broke. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.